Manufacturer narrative:
During the device evaluation, the device was found to have a third party potted trigger assembly. Incompatibility of the third party trigger with the device circuitry is a probable cause of the device running without user activation. The reason for the serialization starting with 90xxx isd to provide clarification following a chang e in stryker's electronic complaint systems.

Event description:
It was reported that during testing conducted at the MFR facility, the device was running without user activation when the cable was fixed. No medical intervention and no adverse consequences were alleged with this event. At this event occurred during testing at the MFR facility, there was no pt involvement, and no delay to a surgical procedure.